Event description:
It was reported "the applier jaws were found misaligned when it was checked at delivery." This was found during inspection therefore no patient harm or injury.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported:" the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in april of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing process. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position. We are able to validate this complaint for the returned instrument. Functional testing showed that although the jaws are slightly loose and misaligned in the closed position this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that one of the inner drive rod bosses is slightly damaged where it engages the jaw. We suspect that the damaged drive rod boss caused the jaws to become slightly loose misaligned in the closed position. We are unable to determine what caused the drive rod boss to become damaged but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and properly lubricated and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the applier jaws were found misaligned when it was checked at delivery." This was found during inspection therefore no patient harm or injury.

Manufacturer narrative:
(B)(4).